Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter to retrieve additional clinical details. No response was received. Baxter hayward completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed and no abnormalities were observed during the manufacturing process. Twelve retention samples were visually inspected; one of twelve retain sample was reconstituted. No abnormalities were noted during reconstitution of the retain sample as well as during the visual inspection of the twelve retain samples. No trend was identified. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This case will be kept on file for trending purposes.

Event description:
Dr. (B)(6) is a cardiac thoracic surgeon. He used our product coseal 2 ml 2 kits in an aneurysm case, but the product was not effective. It did not work properly, so he raised the query about our product. An allergic reaction occurred.